Event description:
The customer reported difficulty in removing the cartridge from the pump, which seemed to be stuck and challenging to extract during the changing time. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to inspect and clean the pneumatic tap area and remove any obstructive o-ring found on the pump. The caller successfully loaded a new cartridge and resumed insulin delivery, with replacements arranged upon request.